Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: guide wire: boston scientific pt graphix. Stent: 6.5 x 15 mm herculink elite, 4.5 x 19 mm graftmaster, lifestream. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 4.5 x 19 mm graftmaster rx and the 6.5 x 15 mm herculink elite are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat heavily calcified lesion in a 70% stenosed proximal right renal artery and a heavily calcified lesion in a 90% stenosed left renal artery. Following pre-dilatation, a 6.5 x 15 mm herculink elite stent was deployed in the right renal artery. The patient became hypotensive and angiography confirmed a perforation just beyond the edge of the stent. A 4.5 x 19 mm graftmaster covered stent was advanced to the perforation and was deployed at 16 atmospheres (atm). The balloon was pulled back and inflated again to 20 atm to post-dilate the proximal part of the graftmaster stent to a diameter of 6.5 mm. Angiography confirmed that the perforation had not sealed. A non-abbott covered stent was deployed extending from inside the graftmaster stent to the proximal renal artery and was post-dilated a 6.5 mm balloon. Angiography confirmed that the perforation still was not sealed. A 4.0 x 19 mm graftmaster covered stent was then deployed. The stents were then post-dilated with 6.0 mm and 6.5 mm balloons; however, the perforation still was not sealed. A 6.0 x 26 mm non-abbott covered stent was then deployed extending back to the ostium of the right renal artery. Angiography confirmed that the perforation was now sealed. During the procedure, the patient complained of chest discomfort. This was due to the patient's heart rate having increased to over 120, which improved by the end of the procedure. Additionally, by the end of the procedure, the patient's blood pressure had stabilized on a combination of dopamine and levophed. The procedure was stopped at that point and the patient was transferred to the intensive care unit. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of ventricular tachycardia is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported device operates differently/failure to seal. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported treatments appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.